Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine device change-out, the atrial set screw was plugged by a small piece of silicone. The screwdriver was unable to be engaged in the set screw. The silicone set screw cover had to be removed in order to dig out the debris in the set screw. The device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Corrected/additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.